Manufacturer narrative:
The reported event of inappropriate or unexpected reset could not be confirmed. The reported event of unsupported device used was confirmed. The device was received in normal working conditions with the battery voltage above elective replacement indicator (eri). Analysis was performed and indicated normal device functionality. Merlin 2 programmers are not compatible with assert iq devices. Lab analysis was able to reproduce field event with a merlin 2 programmer. A 3650 programmer was used and was able to interrogate normally. Performed a DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received that a merlin 2 was used to interrogate the device.

Event description:
Prior to an implant procedure, a device reset alert was observed on the device. The device was not implanted and was replaced to resolve the event. The patient was stable and will continue to be monitored.